Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-04161. It was reported the pt was not receiving effective stimulation. The sjm rep met with the pt, and had difficulty communicating with the receiver. Once communicating was established, the pt felt stimulation on only one side. The pt was working closely with her physician for the next course of action.